Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crack opening, crease fold, opening. Leak test was performed and found opening crack on diaphragm valve. A microscopic analysis was performed which identified opening crack. And also identify sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a crack opening on diaphragm valve due to cracked valve seat diaphragm valve. A sharp opening on posterior due to an unidentified (tear) opening.

Event description:
Device has been explanted.